Event description:
It was reported that there seemed to be an issue with the cord on the radio frequency head where it is connected into the programmer. Sometimes the head worked and sometimes it did not. To get it to work, the cord had to be moved at the connection. The head was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the rf (radio frequency) head has no telemetry and the device is out of specification on uplink functional tests; the rf head cable found out of electrical specification. Rf head is missing label backing.